Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided was provided by the surgeon, who reported that the outcome of the event has resolved. There was no inflammation in the anterior chamber observed but opacity of fibrous foreign material in both eyes noted. This case is different from the usual anterior capsule contraction and went beyond the edge.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A customer reported that after an intraocular lens (iol) was implanted, an opacity of fibrous foreign material was found on the front surface of the iol. The sample is not available as it remains implanted in the patient's eye. The iol itself was not cloudy. Additional information was provided by the surgeon, who reported that a yag laser was performed and the opacity of fibrous foreign material of the iol was removed. According to the surgeon, it is unknown whether this event was caused by anterior capsule opacity or not because the investigation of foreign material is not performed.